Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 4.4, lab: 2.9 coumadin dosage changed. Pt had a result of 4.4 on inratio meter; coumadin dosage was changed. Same day lab result came back to say that pt was at 2.9. Pt's therapeutic range = 2.3.